Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 64-year-old male patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient's clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) stage d shock. Comorbidities were not reported. Upon assessment in the cardiovascular intensive care unit (cvicu), ongoing hematuria was observed following impella cp implantation. At the time of evaluation, the patient had significantly elevated systemic vascular resistance (svr) of approximately 2500 dynes/sec/cm5 and a mean arterial pressure of approximately 120 mmhg. Recommendations were made to reduce afterload and lower the svr. Device position was assessed, and the impella cp inlet was confirmed to be 4.5 cm below the aortic valve annulus. No device repositioning was performed. Afterload-reducing medications were initiated, and the patient's svr gradually improved to a more stable range. The patient remained on support following the event. Two days after the reported event, the impella cp was explanted, and the patient survived to explant.